Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in an artery of the foot. A 018/180 platinum plus guide wire was advanced to cross the lesion. However, after dilation of the vessel, the tip of the guidewire broke between 5 and 7cm and remained in the vessel. The artery is not very permeable per doppler. An attempt to recover the broken tip by lasso was performed, but it turned out to be impossible. No further patient complications were reported.

Event description:
It was reported that guidewire tip detachment occurred. The target lesion was located in an artery of the foot. A 018/180 platinum plus guide wire was advanced to cross the lesion. However, after dilation of the vessel, the tip of the guidewire broke between 5 and 7cm and remained in the vessel. The artery is not very permeable per doppler. An attempt to recover the broken tip by lasso was performed, but it turned out to be impossible. No further patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the spring tip was damaged. The damage was in the form of unraveling, and the core wire was fractured at the distal end. Dimensional inspection revealed the outer diameters of the device proximal, middle, and tip sections were all within specifications. Apart from the observed damage, inspection presented no other issues or irregularities.